Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had issue with reservoir lip ring. The customer¿s blood glucose level was unknown the time of the incident. Customer stated that the reservoir was unable to lock in place .troubleshooting was performed .the insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease). No unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Device received with partial broken reservoir tube lip and cracked lcd window. The p-cap locks into the reservoir compartment properly noted.